Manufacturer narrative:
The autopulse platform associated with this complaint was not returned for evaluation. A zoll technical support representative provided instruction guidelines to the customer on how to clear the ua45 error message and it was cleared. The root cause for the ua45 error was due to the driveshaft not being at "home position," likely attributed to unintended user error. The customer tested the autopulse platform, and the platform functioned as intended. Therefore, service was not required to be performed by zoll. User advisory is a clearable error message; per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45), pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart.

Event description:
Customer reported that the autopulse platform (serial #(B)(4) displayed a user advisory - "(ua)45" (driveshaft not at "home" position after power-on/restart) error message. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.